Event description:
It was reported that pump screen appeared dark and would not turn on, and caller experienced extreme difficulty pressing button or needed multiple presses to activate display, even after removing pump from case. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press button in a specific way, confirmed that display turned on but problem persisted, and agreed to continue using current pump until replacement arrived; technical support arranged warranty replacement, confirmed shipping details, instructed customer to place problematic pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return faulty pump using prepaid label within required timeframe.